Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once the evaluation of the device has been completed, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified veterinary surgical procedure, it was observed that the small battery drive device did not work at full power on fully charged battery devices. The reporter stated that the surgeon tested the device before using it when the low power was discovered. It was reported that there was no delay in the procedure due to the event. It was reported that a spare device was not needed as the procedure was successfully completed with the same device. There was no human patient involvement as this was a veterinary procedure. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. The small battery drive device was evaluated and the reported condition that the device does not work at full power on fully charged batteries could not be confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the device was emitting an unusual noise during testing, the device failed cannulation test, there was corrosion on the internal components, and traces of immersion into an unknown substance. The assignable root cause was determined to be due to improper cleaning and maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.